Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after filling the cannula, and pressing the done button, a message appeared stating "in order to resume insulin a new cartridge must be loaded onto the pump". The customer did receive any alerts, alarms, or cartridge detection notifications. As the customer did not want to use more insulin, the customer declined further troubleshooting. The customer's blood glucose level was not impacted. The customer reverted to using insulin injections to manage diabetes.